Event description:
After the precise stent was placed at the target lesion, the pt's blood pressure dropped during the procedure. Etilefrine hydrochloride was administered, and the pt's blood pressure returned to normal on the same day of the procedure. The pt was a female. The target lesion was left internal carotid artery. There were no calcification and the rate of stenosis was 80%. The vessel was tortuous. Pre-dilatation was performed with a 4mm balloon at 7atmospheres. The angioguard's delivery and the precise stent placement were successful. Post-dilatation with a 7mm balloon (brand unknown) was performed. When the angioguard was removed, there was no debris found in the filter basket. There was no indication of dissection. According to the physician, the event most likely occurred due to a carotid sinus reflex. There was no neurological symptoms and the pt is out of the hospital.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2009-00038.